Event description:
It was reported the patient had an infection at the lead site, onset date unknown. The patient was given oral antibiotics and the physician attempted to debride the wound, but no tissue was debrided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.